Event description:
Procedure: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant physical pain, disability, aggravation of a preexisting condition, mesh erosion, dyspareunia, chronic infections, has sustained permanent injury, permanent physical deformity, and has undergone corrective surgery. Product was used for therapeutic treatment. Associated MDR# 1018233-2012-01990.

Manufacturer narrative:
Additional info from the importer report: (B)(4) 2012. Avaulta biosynthetic support system; (B)(6). (B)(4).